Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -13.50/2.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Significant reduction of irido-corneal angles and excessive vault was observed, the lens was removed and exchanged on (B)(6) 2019, the problem was resolved. Cause of the event is reported as device.